Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to a cold, customer set the temporary basal rate to 150%. Blood glucose (bg) decreased to 50s mg/dl and food was consumed to address the issue. Recommendation was made for the customer to discuss the event with a healthcare provider.